Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s nurse reported via phone call that the customer was hospitalized on (B)(6) 2017 on 12:42 pm due to diabetic ketoacidosis. The insulin pump was unable to deliver insulin properly. Insulin was squirting out and there was a crack at the top of the reservoir compartment. It was on saturday when the customer started to notice that their blood glucose was going higher. The customer called the hospital and she was moved to manual injections. They then went to the emergency room on sunday. They did a follow up report on monday and was admitted again to the emergency room. The customer¿s blood glucose level at the time of admission was over 500 mg/dl. They were wearing the insulin pump at the time of the call. They were treated with manual injections and fluids. The customer was still in the hospital at the time of the call. Troubleshooting was performed for the damage on the insulin pump. The device will be replaced and returned for analysis.

Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed displacement test, rewind, prime, and excessive no delivery alarm test. Unable to complete functional test including basic occlusion and occlusion test and dat test due to broken reservoir tube lip. Unit received with minor scratched lcd window, broken reservoir tube lip, cracked belt clip slot and broken battery tube threads.